Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after noting that ilet meal announcements did not appear to fully dose, with a highest recorded glucose of 250 mg/dl and out-of-range duration of approximately 90 minutes; the user self-administered lantus and a manual fiasp injection, observed an alert code 38 followed by a device restart, and later presented to the emergency department where they were monitored without receiving active treatment. Symptoms included none reported. Outcomes included temporary monitoring at the hospital with subsequent recovery and resumption of ilet use. Investigation included review of device-reported data and user interview, as well as reinforcement of education on use of meal announcements and guidance on high and low glucose treatment, with a plan for additional training and consideration of a factory reset. Investigation of this case revealed frequent use of meal announcements to correct elevated glucose and a single alert with subsequent restart, with no occlusion alerts reported and with logs synced after the event. It was concluded, based on previously established findings for similar reports, that user technique and use of meal announcements for correction were the most likely contributors.